Event description:
Medtronic received information that during the attempted implant of this 26 millimeter (mm) transcatheter bioprosthetic valve,  the valve was unable to be deployed because the valve kept dislodging out the patients annulus, and would not catch on the left coronary cusp (lcc) after 3 deployment attempts and 3 recaptures. The valve was recaptured and withdrawn from the patient. It was decided to up size to a 29 mm valve. The 29 mm valve was successfully implanted inside the patients native annulus. It was noted that a procedural delay of 15 minutes occurred due to the need of a larger valve and loading time. Additionally, the patient had tortuous anatomy that contributed to the dislodge. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received the deployment started at the bottom of the pigtail. The valve dislodged aortic.